Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented in clinic for a follow up. Externalized conductors were observed via diagnostic imaging. No electrical anomalies were noted. The lead was explanted.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 14.2-18.4cm from the electrode tip. The etfe coating was intact at this location. Internal insulation abrasion was noted at 10.2-12.1cm from the electrode tip. The etfe coating was abraded at this location.